Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of endocarditis is most likely due to patient related factors/conditions and not related to device malfunction. However, the exact root cause is indeterminable.

Event description:
Through follow up with the healthcare provider edwards learned that the 23mm aortic pericardial valve was explanted after an implant duration of approximately five (5) months due to prosthetic valve endocarditis.

Manufacturer narrative:
]The device is not sold or marketed in the u.s. By edwards however, it is similar to the edwards' carpentier-edwards® perimount theon¿ pericardial bioprosthesis device that is marketed and sold in the u.s. The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve, implanted approximately five (5) months, was explanted due to unknown reasons. It was identified, through review of source documentation provided; this valve was replaced with a 21 mm aortic pericardial valve. No further information was provided.